Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kpk was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the reservoir tube lip, partially missing retainer ring, crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, faded and stained serial number label, cracked middle (enter) keypad button. The pump was received without a battery cap. After battery installation, the down keypad button did not work. The case was cut open. After peeling off the keypad overlay and the layers underneath it, there is corrosion underneath the dome switch of the down keypad button as well as on some of the pins of u1 on the keypad assembly. The boards were taken out of the case and inserted into a known good case. All buttons were tested while navigating the menus, and they all worked properly. The software version was then able to be obtained. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The non-functioning down keypad button is due to corrosion underneath its dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.